Event description:
During implant of one patient with the manufacturer's clinical trial lvad, the surgeon stated that the felt on the apical sewing ring closest to silicone tube was loose, but the suture holding the felt to silicone tube was intact. He also stated he had observed the same issue during another patient's clinical trial implant two days before. The surgeon stated that there was a potential for increased incidence of bleeding requiring the administration of bio-glue to the loose felt on both patients as a precaution. One patient was subsequently transplanted and the other remains ongoing with no further issues. Since neither sewing ring was available for analysis the surgeon was sent additional sterile sewing rings for his review and returned one sewing ring that he believed had similar issues for evaluation by the manufacturer.

Manufacturer narrative:
Neither implanted sewing ring was returned for evaluation; however, the surgeon sent in a third unused sewing ring, which he believed had the same issue. The returned unused sewing ring is currently being investigated. No further information is available at this time.